Event description:
It was reported that the downstream occlusion (dso) sensor was bubbled/torn and loose. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for analysis. The reported problem was verified by functional testing. It was found that the downstream occlusion (dso) sensor was bubbled, torn and loose. The upstream occlusion (uso) seal was worn. The downstream occlusion seal was replaced. The cause was the downstream occlusion seal.